Manufacturer narrative:
Device evaluation and additional information has been provided in d.9., h.3., h.6., and h.10. The lens was returned positioned incorrectly in the lens case. Viscoelastic was dried on the lens. One haptic was broken in the gusset area. The broken haptic was not returned. The optic edge was tilted against two posts of the lens case. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. Broken haptic damage was observed. This haptic damage was most likely interpreted as the complaint of "defect". All product are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the provided information in the file, it can be reasonably concluded that the damage was not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage was most likely related to customer handling. It was unknown if qualified associated products were used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that lens not implanted due to defect. Additional information has been requested.